Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device was returned blood-stained. Visual inspection found no unusual characteristics of the device. During functional testing, the balloon was pressurized and at less than 2 atm, a pinhole leak was observed in the middle of the balloon. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: (B)(4) (no health consequences or impact).

Event description:
During the 1st inflation at nominal pressure (8 atm) for 20 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.